Manufacturer narrative:
Customer using off-label.

Event description:
Elekta has become aware the customer is using the product outside it's specification. The cones are approved up to 6mv, the customer uses them only at 8mv.

Manufacturer narrative:
Off-label use by a single customer. Product management need to define the commercial and legal way forward in this specific case. A clear roadmap is needed for srs cones at >6mv, which is integrated with bass beam model creation . Device intact with customer.